Event description:
It was reported, the camera head had blurry image. The issue was found, during preparation. For an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction image blurry was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: a failed water leak test. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had blurry image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2 (health professional) = blank. E3 (occupation) = no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.